Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg)follow up check, the device was unable to interrogate. Troubleshooting/diagnostic testing was performed however ipg was unable to interrogate. Review of device data revealed potential device issue. The ipg remains in use. No patient complications have been reported as a result of this event.